Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) measured increasing shock impedance since implant. The shock impedance measurement is now out-of-range at >125 ohms.